Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device showed a therapy delivery test failure during operational check. The device was not in use on a patient.